Event description:
It was reported patient underwent an open reduction internal fixation procedure on (B)(6) 2014. During the procedure, the corelock inside the phoenix tibia nail was positioned lower than usual which blocked the screw hole. The corelock was repositioned with the corelock driver. The tibia nail was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.